Event description:
It was reported that the implantable neurostimulator (ins) was not working as well as it did in the beginning. The ins battery died and they wanted to get an MRI of the patient¿s back, so the stimulator was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Pump issue captured in separate pe]

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).